Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the frame was broken at the center, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
H frame on the tilt assembly cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
H frame on the tilt assembly cracked.